Manufacturer narrative:
Correction - updated h6 codes, h7 and h9.

Event description:
New information received indicates that the noise was over-sensed by the device. Upon review of fluoroscopy imaging on the lead, externalized conductors were observed.

Event description:
It was reported the that right ventricle lead exhibited noise and insulation damaged. The right ventricle lead was capped and replaced on (B)(6) 2023. Patient was stable.